Event description:
Per the clinic, the patient experienced pain while using the processor and subsequently discontinued use of the device. The implant magnet was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.